Event description:
It was reported that a technician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the scarred, mildly calcified common femoral artery after a diagnostic procedure. Reportedly, it was very difficult to advance the device into the anatomy due to the scar tissue and the sheath kinked. The device was removed and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was partially deployed with the components in the pre-plunger deployment positions. The device was received with the link loose indicating the foot had been opened at some point. Blood was present in the device, but not at the marker tube indicating the device had been inserted into the anatomy and marking had not been achieved. The sheath was kinked and damaged at the guide wire exit ramp. These findings are consistent with and confirm the reported difficulty of advancing the device. During testing, a proxy guide wire was inserted into the proximal end of the sheath and exited the ramp without difficulty. The device was then fully deployed capturing both cuffs and harvesting of the suture was complete without difficulty. A sheath kink preventing insertion can be influenced by, but is not limited to, manufacturing, operator aggressively advances the device, obese patients; panniculus was not lifted, or a challenging anatomy. Reportedly, as the arteriotomy was scarred and mildly calcified, the device was difficult to advance and was kinked due to the scar tissue. It should be noted that the instructions for use states the safety and effectiveness of the device has not been established in patients with femoral artery calcium which is fluoroscopically visible at site. This suggests that the anatomical conditions may have been a contributing factor in the reported experience. A review of the finished product lot history record did not reveal any nonconforming material records that would have contributed to the reported event. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported for difficult to position or kink for this lot number. Based on the investigation findings, the difficulty of inserting the device experienced during use appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. No manufacturing or quality issues were detected. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.